Manufacturer narrative:
Section e: dr (B)(6). The information was received as a case report with the following title and physicians listed: first report of pulsefieldablation(pfa) with implantable cardiac defibrillator(ICD) lead causing factory reset: (B)(6).

Event description:
It was reported that the patient presented for an ablation procedure. It was noted that when using an ablation boston scientific pentaspline farapulse (pfa) catheter visually in very close proximity to an abbott ICD lead, an inappropriate reset of the abbott implantable cardioverter defibrillator (ICD) occurred. Capture thresholds were temporarily high but returned to normal. A device download/reset to prior settings was performed successfully. It was believed that the pfa energy delivered in close proximity to the ICD coil was transmitted to the ICD causing the factory reset. It was noted by the clinician that caution must be exercised when delivering pfa lesions in the presence of an ICD lead and clinical distances should be taken into consideration during ablation. There were no reported patient consequences.